Event description:
While placing umbilical catheter in patient noted tip of catheter was marked at 5 cm. X-ray obtained and part of catheter visualized in infant. Infant transferred to cardiac cath lab; removed broken part of umbilical catheter.